Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2012 patient was revised to addressed painful unstable right hip arthroplasty after second revision. Patient also alleged weakness. Examination under anesthesia revealed a large palpable and visible defect and deformity about the posterolateral hip musculature. After going through the subcutaneous tissue, he musculature was completely separated, exposing the joint. There was a clear yellow fluid noted in the joint and intraoperative cultures were taken. Doi: (B)(6) 2010, dor: (B)(6) 2012, right hip 3rd revision.